Event description:
It was reported that the device failed to deflate. The procedure was successfully completed using a replacement device. No adverse health effects were reported for the patient. Note: this is report 1 of 2 related to the first device used in the event.

Manufacturer narrative:
The device has not been returned for evaluation. The reported issue could not be confirmed and no failure could be investigated to determine root cause. The photo provided shows both balloons were able to inflate and deflate with no issues. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Note: this is report 1 of 2 related to the first device used in the event.